Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year, five months and ten days of port placement procedure right internal jugular vein, for repeated vein access, plaintiff had mild erythematous and swelling at the port site. The patient was diagnosed with infection, sepsis, and cellulitis, and the powerport was the source of the infection. Patient was discharged home after hospitalization. Sometime later patient developed infection at the site of her powerport and was discharged four days later. Later the patient complained of low blood pressure, shaking, and low back pain. Patient was subsequently admitted to the intensive care unit for treatment of sepsis secondary to an infection at the site of her powerport. The port was subsequently removed.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection, sepsis, cellulitis issues as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2, g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year, five months and ten days of port placement procedure right internal jugular vein, for repeated vein access, plaintiff had mild erythematous and swelling at the port site. The patient was diagnosed with infection, sepsis, and cellulitis, and the power port was the source of the infection. Patient was discharged home after hospitalization. Sometime later patient developed infection at the site of her power port and was discharged four days later. Later the patient complained of low blood pressure, shaking, and low back pain. Patient was subsequently admitted to the intensive care unit for treatment of sepsis secondary to an infection at the site of her power port. The port was subsequently removed.